Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the motor stall had resolved, somewhat according to the patient. A scan/reading was done, and it was noted that the patient had more than that one event. That along with the fact that the pump was reaching its battery life, it was determined it was best to just shut the pump down because the pump could not be trusted at that point and that it could possibly be removed later.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and "320 something" mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient woke up at 01:30 am on (B)(6) 2017 in "horrible pain" and tried to get a bolus. It was then noted the patient saw an 8476 code, indicating a motor stall occurred. The patient had not been exposed to any MRI, emi, tests or scans recently and had not heard the pump alarm.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the pump failed in (B)(6) 2017. It was reported that the pump was left implanted because the patient planned to have back surgery and a stimulator implanted in the future. The patient reported she had the pump shut off. The patient reported hearing the pump alarm; she was hearing 3 beeps. It was reported that the patient was now on fentanyl patches at the time of this report. It was reported that the pump would be explanted when the stimulator was implanted. The patient reported that her pump was going to reach its 7 years in may. It was reported that the patient did not know the drug concentration. It was reported that the patient service specialist reviewed the alarms and redirected the patient to a healthcare professional. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Approval for pump removal was pending. The pump was programmed to stop on (B)(6) 2017. The statement that the pump failed was clarified to mean that the pump had motor stalls. One was for 37 minutes and one was for more than 12 hours. The plan remained to remove the pump and replace it with a spinal cord stimulator. No further issues were reported or anticipated.